Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services to report hearing tones being emitted from the device. The device was found to be at an elective replacement indicator and was subsequently replaced with another guidant implantable cardioverter defibrillator (ICD).